Manufacturer narrative:
Additional information was provided upon investigation conclusion.

Event description:
It was reported that the nurse was walking next to the bed when her foot was caught in a sling loop which was lying on the floor. This caused the employee to trip and fell. The caregiver sustained a clavical fracture.

Manufacturer narrative:
Arjo was notified about an event regarding disposable repositioning sling. The event occurred in (B)(6) 2019. It was reported that employee¿s foot got tangled in the disposable repositioning sling loop hanging from the patient¿s bed. The employee tripped over and fell. As a consequence of the event the injured person sustained clavicle fracture. Due to fact that the event happened in (B)(6) 2019, the sling inspection results was not provided. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU (B)(4)) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use (IFU). The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document shows how to remove the sling after necessary actions (patient repositioning and/or transfer) have been taken. To conclude, the arjo sling was left under the patient when the event occurred, and from that perspective it played a role in the event. But it did not fail its technical specification. We decided to report this complaint to the competent authorities due to the indication that the nurse tripped over the sling loop and sustained serious injury.

Manufacturer narrative:
Additional inforation will be provided upon investigation conclusion.